Event description:
The ventilator did not hold charge on the internal battery, and it shut down with no warning prior to shut down. (There was one audible alarm at the time of shut down.) Please note that there was no severe injury or death involved in the incident.